Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that a call service alarm had occurred 3 or more times in 30 days. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1: the pump has been returned and evaluated by product analysis on 04/24/2015 as follows: the black box showed multiple persistent call service alarms on (B)(6) 2015. The pump powered on with the verify screen and a hard call service alarm upon startup which prohibited complete testing. The call service alarm complaint was able to be duplicated. The pump cover was removed for further investigation of the printed circuit board; the reference voltage across a single internal component was found to be below specifications and thus was suspected. The affected component was thus removed and then the reference voltage returned to specifications. The single component failure was concluded. The returned battery cap and cartridge cap were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.